Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the anvil cannot load the device. The stapler was not able to fire. The clips would not form. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied. Microscopic inspection of the instrument revealed that the jaws were misaligned. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. If information is provided in the future, a supplemental report will be issued.